Event description:
Boston scientific crm rec'd info that this right ventricular lead exhibited intermittent loss of capture and high threshold measurements. The output was programed to the maximum and the loss of capture persisted. As a result, the pt required external pacing. It was concluded that the lead had dislodged. Attempts were made to reposition the lead, however, poor threshold measurements were noted. The lead was explanted.